Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device. It was observed that the energy select switch was only intermittently operational. The complainant indicated that there was no pt involvement in the reported malfunction.